Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information:batch # unk. Additional information received: what is the current status of the patient? Stable. Which purse string technique was used? No information. What is the users experience with the device? The doctor was familiar with the device. How was it confirmed that the anvil was secured to the trocar? No information. Were there any forces higher or lower than expected in closing the device? No information were there any forces higher or lower than expected in firing the device? --- no information. What confirmation was received that the device was fully fired? No information. Was more than one firing stroke needed to hear the crunch? No information. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? No information. Were there staples observed in the tissue? No information. Were there any staples observed in the surgical field? No information. When was the bleeding recognized no information and what method was used to stop the bleeding? By the transanal route. Were there any removal issues experienced? No information. How many counter-clockwise revolutions were used to open the device? No information.

Event description:
It was reported that after a lap low anterior resection, bleeding occurred soon after the operation from the anastomosis part between the colon and the rectum. The operation was performed that endo-gia (covidien) was fired on the rectum under lap. After that, the specimen was cut and the anvil was set on the colon under direct vision. Then, the device was used for dst anastomosis between the colon and the rectum under lap. The amount of the bleeding was unknown. Blood transfusion was not required. The bleeding was stopped by the transanal route. The patient was relieved. It was unknown when the device was used. The device was discarded. The doctor commented that bleeding had been occurred about one patient each year. However he has changed the anastomosis device to new ils (cdh29a etc) since the beginning of 2015 and bleeding occurred four patients in half-year. So the doctor doubts relevance between the bleeding and the device. No device will be returning.